Event description:
It was reported that a chest x-ray done post operatively showed that the atrial lead was dislodged. The lead was repositioned and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.